Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported they are currently at the hospital getting treated for peritonitis. Upon follow up, the pdrn stated the hospital documentation related to the patient¿s peritonitis has not been sent to the clinic. The pdrn was unable to provide any further information. Additional information was requested, however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported they are currently at the hospital getting treated for peritonitis. Upon follow up, the pdrn stated the hospital documentation related to the patient¿s peritonitis has not been sent to the clinic. The pdrn was unable to provide any further information. Additional information was requested, however to date has not been provided.